Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cleaning brush was stuck in the working channel and there was bite damage on the olympus gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the air/water tube, air/water cylinder, adhesive around the objective lens, and adhesive on the bending section cover had foreign material. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The channel cleaning brush could not be inserted smoothly due to damage on the channel tube. In addition to the reportable malfunctions documented in b5, the additional device evaluation findings are as follows: the air/water cylinder and suction cylinder had discoloration, switch 1 had a pinhole, the plug unit was deformed, the label on the scope connector was damaged, the light guide had corrosion and a crack, the connecting tube had buckling, and the universal cord had corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.